Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the attachment device was broken. It was not reported if there was a delay in the procedure due to the event. It was reported that an unspecified spare device was available for use. There was patient involvement. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. An assessment was performed and it was found that the device had broken and corroded bearings, causing device to fail cutter insertion assessment. During repair, it was determined that the cutter could not be inserted into the short attachment device. It was determined that the cause of this condition was due to the bearings being worn out and not allowing the cutter to pass through. Therefore, there reported was confirmed. The assignable root cause was determined to be due to normal wear and servicing over time. The failure was caused by worn out bearings. If additional information should become available, a supplemental medwatch will be submitted accordingly.